Event description:
Caller reported a malfunction on the pump, identified by error code malf 0 and fault ID 0x277d. It was unknown if the malfunction caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and acknowledged understanding.